Event description:
According to the rptr, the vacuum bottles arrive from baxter with markings on the bottle to 800ml. A strip is attached to the bottle which is to be removed and "pasted" on to the bottle for measurements up to one liter. The problems is encountered when removing the strip. According to the rptr, the strips are difficult to remove and many times part of the strip is left attached to the bottle. This situation makes accurate measurements difficult if not impossible. The rptr believes the strips are not adequately cut. According to the rptr, this problem has become a "common occurrence" at his facility.